Manufacturer narrative:
(B)(4). (B)(6). The sample was received and initial evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: an opened sample was received for evaluation. Visual inspection was performed and no defects were observed. The sample was pressure tested at 8 psi and a leak was observed. The reported condition was confirmed. The cause was determined to be a method process with the assembly technique during manufacturing of the bag. This issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The customer reported to baxter (B)(4) of a 3l solution bag that leaks. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.